Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the idler pulleys. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would flushing or rinsing during reprocessing. Additionally, the instrument was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument's wire was damaged/frayed. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been returned for evaluation.